Event description:
This device is at eos indication. This patient was lost to follow-up for two years, and when he presented in the clinic, it was noted that his device was eri. The patient decided to wait until after a planned vacation to have the device replaced. After the vacation, the patient was found to be in afib, and the hospital contacted the rep after the patient fell and suffered a "brain bleed". The patient underwent surgery where it is believed that the emi from electrocautery caused this device to display eos indication. The hospital retained this device. Should additional information become available this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.